Event description:
A trilogy evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned and evaluated by the third-party service center. The device evaluation found error codes related to the battery. Evt_battery_not_charging_fault and evt_total_battery_low reference that the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The detachable battery was replaced to address the issue.